Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/20/2017 with the following findings: during investigation, the keypad rubbed was completely detached and missing exposing the key contacts. It was found that the the ok buttons contacts were inverted.

Event description:
The pump was returned for investigation. Investigation revealed the keypad rubber was completely detached and missing; exposing key¿s contacts . This report is made based on results of investigation completed on 6/20/2017.